Event description:
It was reported that the user received an alert to connect cgm or enter blood glucose while using ilet with a libre 3 plus sensor, which was initially started in the libre app rather than the ilet app and resulted in the sensor being in use by another device; the user performed a fingerstick entry and then started a new sensor through the ilet app, after which the system entered warm-up. Symptoms included transient hyperglycemia, with a reported peak of 220 mg/dl. Outcomes included self-management without medical intervention, no ketone testing, no assistance required, and no device alerts for severe hyperglycemia. Investigation included troubleshooting and user education regarding correct sensor start-up and removal of the libre app from the phone. Investigation of this case revealed user setup error that prevented cgm connection to ilet until a new sensor was properly started within the ilet app. It was concluded that the event was attributable to use error related to sensor pairing rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.